Event description:
It was reported that the stent graft was used for treatment of a stenosis in a brachial basilic graft; during deployment, the flared end of the device did not "flower" and another stent graft was deployed to resolve the problem. Approx, two weeks later, the venous anastomosis had reclotted; the pt underwent pta and stenting. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The device remains implanted; the event investigation is currently underway.